Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment occurred. The 99% stenosed de novo target lesion was located in the non calcified and moderately tortuous mid right coronary artery (rca). A 8 mm x 2.50 mm nc quantum apex mr balloon catheter was advanced to target lesion and the first inflation to nominal pressure/30 seconds, 2nd inflation to 20 atms/30 seconds, 3rd and 4th inflation to 24 atms/30 seconds. After inflation the 8 mm x 2.50 mm nc quantum apex mr balloon catheter got trapped with a non bsc guide wire. Therefore, the 8 mm x 2.50 mm nc quantum apex mr balloon catheter and the non bsc guide wire were removed outside the patient's anatomy together. Upon removal, the non bsc guide wire was withdrawn from the 8 mm x 2.50 mm nc quantum apex mr balloon catheter. No further actions were necessary as the procedure was completed with the 8 mm x 2.50 mm nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment occurred. The 99% stenosed de novo target lesion was located in the non calcified and moderately tortuous mid right coronary artery (rca). A 8mm x 2.50mm nc quantum apex mr balloon catheter was advanced to target lesion and the first inflation to nominal pressure/30 seconds, 2nd inflation to 20atms/30 seconds, 3rd and 4th inflation to 24atms/30 seconds. After inflation the 8mm x 2.50mm nc quantum apex mr balloon catheter got trapped with a non bsc guide wire. Therefore, the 8mm x 2.50mm nc quantum apex mr balloon catheter and the non bsc guide wire were removed outside the patient's anatomy together. Upon removal, the non bsc guide wire was withdrawn from the 8mm x 2.50mm nc quantum apex mr balloon catheter. No further actions were necessary as the procedure was completed with the 8mm x 2.50mm nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
The nc quantum apex device was received with an unidentified guidewire. The tip of the balloon catheter was bent but there was no other damage to the catheter. There was no visible damage to the guidewire. The inner diameter of the device is within specification. The wire was advanced completely through the wire lumen of the catheter without encountering any unusual resistance. The catheter was inflated to nominal pressure, 12 atm with an inflation device filled with water while the catheter was loaded over the wire. It was confirmed that the wire moved easily in the wire lumen while the catheter was inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the device was inflated above rated burst pressure. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).